Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure performed on (B)(6) 2021, the torque limiting ratchet handle seemed to be going back to it's neutral ratchet position as opposed to remaining forward during the final tightening on a matrix cap. The torque limiting function did not seem to be impaired but the ratchet was impacted. Surgeon managed to complete the case with the torque limiting handle. The procedure was successfully completed without any surgical delay and the patient was not impacted. No further information provided. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for complaint (B)(4).